Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Could not verify "pain at implant site" but ipg as received would not pass any functional testing. Without parameters it could not be verified if early battery depletion or normal end-of-life. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system on (B) (6) 2005. It was reported the patient was experiencing pain at the ipg site. The physician replaced the ipg with a smaller model ipg on (B) (6) 2008. The explanted ipg was returned to ans for analysis. No further events have been reported.